Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate control solution results. This complaint is being reported because the reported result of 111mg/dl did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.